Manufacturer narrative:
Evaluation summary: the rapidcross pta rapid exchange balloon dilatation catheter was received for evaluation. No ancillary devices or cine images from the procedure were received. The rapidcross was examined: sanguine liquid/residue was noted within the inflation lumen and balloon chamber. The balloon chamber was in a pre-inflation profile, (e.g. Tightly wrapped and winged). A 0.014¿ guidewire was able to navigate the full length of the guidewire lumen with ease. A 20cc water filled syringe was attached and the balloon chamber was able to be inflated. Sanguine fluid was noted within the balloon chamber. A pinhole leak in the catheter was noted at the guidewire lumen rapid exchange port. The rapid exchange port was examined and it was noted that the guidewire lumen had zippered. The zippering of the guidewire lumen affects the inflation pathway of the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a rapidcross balloon to treat a mildly calcified 200mm bk lesion (90% stenosis). The artery had no tortuosity. The approach was femoral. No stenosis existed on the proximal side of the target lesion and the device did not pass through a previously deployed stent. During preparation, the protective sheath was difficult to remove but the physician did manage to do so using force. During inflation, reflux of vessel flow was observed when negative pressure was applied. A new rapidcross was opened to continue the procedure. No patient injury was reported.